Manufacturer narrative:
(B)(4). The stent remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional graftmaster device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal left anterior descending artery to the anterolateral second branch (al2) that was 95% stenosed. A 2.8x16mm rx graftmaster was attempted to cross, but failed due to anatomy and was removed. The covered stent was then reinserted to advance a second time but failed to cross due to anatomy. Once again removed and attempted a third time, but also failed to cross due to anatomy. Once removed the proximal struts were noted as damaged. Then a 2.5 mm non-abbott balloon was inflated to 8 atmospheres (atm), but prolonged inflation still failed to seal the perforation. This is when another same size rx graftmaster covered stent was advanced to the lesion, deployed at 18 atm but failed to seal the perforation. Repeat angiography still showed bleeding around the covered stent. Consequently a 3x8 nc balloon was advanced to the covered stent and inflated in several positions in the mid and proximal stent to 18 atm. There still remained angiographic bleeding around the covered stent. Exacerbation of the perforation was unclear. Echocardiogram revealed good ejection fraction with no significant pericardial effusion and no tamponade. Patients blood pressure had been adequate during this time but systolic blood pressure slowly decreased form 140 mmhg to 100 mmhg and patient was started on low dose dopamine. It was noted that the perforation would be monitored with the intention of the perforation being eventually sealed by clotting off. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It was reported that the graftmaster was deployed with a maximum pressure of 18 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use clearly states not to exceed the rbp. It is unknown if the exceeded rated burst pressure contributed to the reported event. The reported patient effect of hypotension, as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to seal; however, the subsequent treatment appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.